Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that customer experienced a low blood glucose (bg) level below 40 mg/dl. Reportedly, the customer alleged the pump settings needed adjustment. Customer consumed juice to address low bg. Recommendation was made to discuss diabetes management with a health care professional.